Event description:
IV of d5 1/2 ns with 10 meg kcl infusing at 70 ccs/hr. Approx 5 hrs after being at this rate, pt's father called rn to room to assess the pt's left arm, which was infiltrated and extravasating fluid from pores. Two vesicles also noted, one along crease of antecubital and one distal to the antecubital.